Event description:
Caller reported tandem mobi cartridge alarm occurring during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to alternate insulin therapy using mdi, and cts arranged for a pump replacement. Caller received instructions on returning the problematic pump, storing it, and the steps upon receiving the replacement.